Event description:
On (B)(6) 2024, the customer reported one non-repeatable erroneously elevated troponin I (access high sensitivity troponin I, lot number 338801) patient result involving the laboratory's access 2 immunoassay analyzer (serial number (s/n) (B)(6)). On (B)(6) 2024, the initial hstni patient result was at 371.5 pg/ml (16:56). This result was reported out of the laboratory. The repeated result was at 4.4 pg/ml (18:58). Another sample from this patient was tested with a result at 12.0 pg/ml (18:29), repeated at 8.8 pg/ml (18:56). The patient received anticoagulant therapy based upon the initial elevated access hstni result. No further information was provided. No hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2024. No calibration data was provided. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6) 2024. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2024. Per customer verbal report, system check failed due to high coefficient of variation (cv) on washed results. Cts asked to the customer to do the maintenance of the instrument and run a new system check. Per customer verbal report, system check failed again after maintenance performed. No failed system check data was provided. Service was dispatched on (B)(6) 2024. The field service engineer (fse) performed a proactive preventive maintenance (pm) of the instrument. Hs system check and qc passed. A small precision study was performed. Using a sample around 25 pg/ml, an acceptable cv of 2.3% was obtained. No issues with samples integrity were reported by the customer. The samples were collected on lithium heparin plasma tubes without gel by nurse in the emergency room. Per customer verbal report, the sample was clear. The tubes were centrifuged for 10 minutes.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. - no hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. - system check passed on (B)(6) 2024. No calibration data was provided. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6) 2024. - there was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. - no other patient results were called into question. - customer technical support (cts) assisted the customer over the phone on (B)(6) 2024. Per customer verbal report, system check failed due to high coefficient of variation (cv) on washed results. Cts asked to the customer to do the maintenance of the instrument and run a new system check. Per customer verbal report, system check failed again after maintenance performed. No failed system check data was provided. - service was dispatched on (B)(6) 2024. The field service engineer (fse) performed a proactive preventive maintenance (pm) of the instrument. Hs system check and qc passed. A small precision study was performed. Using a sample around 25 pg/ml, an acceptable cv of 2.3% was obtained. In conclusion, although a proactive maintenance of the instrument was performed by the fse, there is insufficient evidence provided to reasonably suggest a system malfunction was the cause of this event as no systemic issue was observed in this event. A definitive cause could not be determined with the information available.